Event description:
It was reported that post a da vinci s sacrocolpopexy procedure, the pt developed deep vin thrombosis (dvt). No additional pt harm or adverse outcome was reported.

Manufacturer narrative:
The surgeon reported that the procedure duration was 2.5 hours from start to finish and that he was not sure if the steep positioning of the pt during the procedure was related to the dvt she experienced. Based on the info provided, it was determined that the da vinci s surgical system did not malfunction in a way that would cause nor contribute to the pt injury.